Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) advised the patient to drain with manual supplies and to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.